Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that fracture point at the three-way stopcock connection; fluid is leaking. In the video, a physician demonstrates the leakage using a saline syringe. When did the incident occur? During use short description fracture point at the three-way stopcock connection"